Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that increased capture thresholds and high, out of range, hv lead impedance were observed. Defibrillation threshold test was performed but was not satisfactory. Lead was explanted and replaced.